Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci liver resection procedure, the endowrist one vessel sealer instrument looked like it is working but was not sealing tissue. The surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained clarification regarding the reported event. The surgeon held the master grips fully closed throughout the sealing cycle. Audible signals indicating the generator automatically stopped applying energy were heard. No errors occurred. The instrument was functioning for approximately 30 minutes before an issue was encountered. The surgeon inspected the surgical area to confirm sealing but did not see any tissue effects.